Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm reading was stable despite the patient drinking cola. The cgm reading was between 70 mg/dl and 136 mg/dl and there were no bg readings taken but the patient replaced wearable. The new wearable only showed high for at least 5 hours despite the patient self-treating with insulin at home. At that point the patient was feeling weak and not being able to open their fist (paralysis). The patient called and ambulance and was taken to the hospital. There they treated him with insulin. The patient was admitted to intensive care unit (ICU) with suspected stroke but stroke was ruled out after glucose levels normalized. At the time of the report the patient was well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.